Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. During the procedure, the catheter was filled with 25 ml of fluid and after hitting the preheat button, the balloon burst. All the fluid rushed back into the circulation line. The procedure was aborted with no consequence to the patient. Additional information has been requested.

Manufacturer narrative:
The physician made a clinical decision to abort the procedure and not open another catheter based on the size of the patient's cavity. The physician scheduled a hysterectomy to be performed the next month in the hospital.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The catheter failed the leak test because there was a broken cannula and had a balloon burst.